Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported when using the bd nexiva single port 22ga 1.00in (0.9 mm x 25 mm), the device experienced leakage. The following information was provided by the initial reporter. The customer stated: the nurse found the issue during treatment (B)(6) 2021 the clinical operator mistakenly used the ileocertus as the infusion connector, resulting in fluid leakage during infusion treatment.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd nexiva single port 22ga 1.00in (0.9 mm x 25 mm), the device experienced leakage. The following information was provided by the initial reporter. The customer stated: the nurse found the issue during treatment. (B)(6) 2021. The clinical operator mistakenly used the ileocertus as the infusion connector, resulting in fluid leakage during infusion treatment.